Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
A consumer reported that their pump had been removed in (B)(6) 2014 or (B)(6) 2015, due to an infection. The catheter was noted as still implanted at the time of the report. Additional information was provided by the device manufacture representative that they were not aware of the event, as the healthcare provider (hcp) often removes devices without the representative present. The hcp's office stated that the patient started to have symptoms sometime in (B)(6) and the pump was removed at the beginning of (B)(6). It was stated that the office reported that "within a couple of device removal the issue cleared for the patient and they recovered without issue." The representative was not able to obtain the type of drug in the pump at the time of the event. Additional information was requested regarding the initial onset of the infection; the cause of the infection; the diagnostics that were performed; the patients outcome; the patients pertinent medical history; and medications at the time of the event, however no further information was provided. If additional information becomes available a follow-up report will be submitted.